Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose levels on (B)(6) 2018. The customer reported that his blood glucose level was 1.9 mmol/l at the time of admission. The customer reported that the insulin pump may have over delivering the insulin due to his blood glucose rising and going very low in a short period of time. In the beginning of the call , the customer reported that he had high and lows. The customer reported that he had current blood glucose levels of 8.9 mmol/l. The customer reported that the high blood glucose event began on (B)(6) 2018. Troubleshooting was performed. The customer declined to check for the settings on the insulin pump. The customer further stated that overnight on saturday he woke up with 3.1 mmol/l and treated himself with boxes of juice. The customer reported that his blood glucose went down to 2.7 mmol/l and he took another juice, his blood glucose levels was 15 mmol/l. The customer reported that he took another juice and it went down to 2.9 mmol/l. It was reported that the customer treated with food and was experiencing low blood glucose levels for a month. Troubleshooting was performed. The customer declined to check for the settings on the insulin pump. The customer stated that the programming was accurate on the insulin pump. The customer stated that the reservoir was showing more insulin than what was shown on the status screen. The customer was advised to discontinue use of the insulin pump and to return infusion set and reservoir. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over or under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.